Manufacturer narrative:
The pump passed the displacement test. The compromised force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. The pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm, and squirting during priming. The customer's blood glucose level at the time of incident was unknown. The customer states that insulin is squirting out during the manual prime. Troubleshoot was conducted. The drive support cap was found to be sticking out. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.